Manufacturer narrative:
Concomitant medical products: addrl1 (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited a polarity switch due to chronic high impedance measurements. The rv lead will be reprogrammed to clear the lead warning. The lead remains in use. No patient complications have been reported as a result of this event.